Event description:
It was reported there was a lead integrity alert, t wave over-sensing, and one episode of inappropriate therapy was delivered. Conversion testing and re-programming was performed. The clinician suggested replacement but at this time, the lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.